Event description:
It was reported that the customer went to the emergency room (ER) and hospitalized with a blood glucose (bg) level of 626 mg/dl and ketones that were identified as dangerous by a healthcare provider. Customer gave a correction bolus via the pump to address bg, however, was additionally treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.